Event description:
It was reported that patient had a post-tonsillectomy bleeding on post operative day 12. Bleeding was controlled by medical management alone, this means they did not have to take the patient to the operating room.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.